Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer's blood glucose is high. Caller stated that he tried to give her insulin and the customer got a no delivery alarm 3 times. Customer's blood glucose was 434 mg/dl at the time of the incident. Customer was assisted in performing a fixed prime of 5.0 units. Customer stated that the insulin exited. Customer was able to remove the infusion set at this time. Customer stated that the cannula is not bent. Customer ran an additional fixed prime of 5.0 units and the insulin did not exit. Caller was explained that the set may be occluded. Customer was advised to change the entire infusion set and return the set for analysis. Caller stated that today was the day that the customer is supposed to change her set.